Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Patient presented with mitral annular calcification (mac). Xtw lot: 40418a1084 was chosen for implantation. During implantation a chord was unknowingly grasped in the gripper along with the leaflet, causing the clip to tilt. The clip remained stable on both leaflets. A second xt (lot: 40228a1085) was implanted lateral to the first clip to try and further reduce mr but no significant reduction of mr was observed. A third xtw (lot: 40605a1117) was implanted lateral to second clip to try and further reduce mr also without significant reduction of mr. The procedure ended with mr unchanged grade 4. There were no reported patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning with anatomy resulting in migration (clip tilting) appears to be related to user technique/procedural conditions as a chord was unknowingly grasped in the gripper along with the leaflet, causing the clip to tilt. Image resolution poor appears to be related to patient and procedural conditions as some difficulty visualizing the clip during the procedure was reported due to patient anatomy. Mitral valve insufficiency/ regurgitation appears to be due to the migration. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.